Event description:
The account stated the left intermediate siderail wouldn't stay up. The siderail was down for a short period of time, but the pt was never in a fall situation.

Manufacturer narrative:
The tech found an unk liquid had run into the siderail ctr arm assembly causing the spring kit to freeze up, which in turn caused the siderail latch to not engage. The tech cleaned the siderail arm and spring assembly to repair the bed.